Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(6) 2010 and is normally submitted via an alternative summary reporting (asr) that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2010 that revealed an out of spec analysis. As there is new information, this event no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(4) the full lead in segments was returned and analyzed. Outer insulation breached enviornmental stress cracking (esc); several conductors had blood/body fluid (not obstructed); outer insulation was melted; inner and outer insulation cosmetic esc; outer insulation breached cut; exposed defib coil had white substance; outer insulation cosmetic depression; blood in/on helix/lobe mechanism. The lead was stretched.

Event description:
Infection was reported. The lead was removed, analyzed and subsequently tested out of specification. No further patient complications have been reported.